Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75 xxl balloon catheter was advanced for post-dilatation. However, during the second inflation at 4-5 atmospheres, the balloon ruptured. No patient complications were reported and patient did well.

Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75 xxl balloon catheter was advanced for post-dilatation. However, during the second inflation at 4-5 atmospheres, the balloon ruptured. No patient complications were reported and patient did well. It was further reported that the target lesion had 75% stenosis which was located in the non-tortuous and mildly calcified iliac vein.

Manufacturer narrative:
Date of event: corrected from (B)(6)2020 to (B)(6)2020. Bsc aware date: (B)(6)2020 initially reported and correct aware date should have been (B)(6)2020.